Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the closure top backed out of the tulip, and the cage backed out of the disc space post-op. A revision surgery is being scheduled to correct the migrated devices. This is report one of two for this event.

Manufacturer narrative:
Additional information: ethnicity. The closure top was not returned, however and x-ray was provided and used for evaluation purposes. The closure top is confirmed to have migrated. The cause cannot be determined based on the available information. The DHR was unable to be reviewed since the lot number was not provided.

Event description:
It was reported that the closure top backed out of the tulip, and the cage backed out of the disc space post-op. A revision surgery is being scheduled to correct the migrated devices. This is report one of two for this event.